Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. The device was returned to the biomedical department with a signed note that stated, "no occlusion". No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not alarm when a distal occlusion was present. Though requested, no add'l info was provided.